Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that an (B)(6) year-old male child patient's infusion set's tubing detached/broken at the site connector and this issue occurred between the month of (B)(6) 2021 and (B)(6) 2021 (unsure). Therefore, the infusion had been used for less than 48 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.